Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a catheter intended for use with an implanted infusion pump. It was reported that an issue happened during surgery where three collets did not work properly and would not clamp down as much as the hcp would like. It was noted that they also split open on the other side instead of getting closed. One side did work properly, and the other side did not. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that all devices that were intended to be returned had been sent back, and the rest had been discarded. The 8781 catheter ((B)(4)) was implanted in the patient. When asked about the cause of the issues with the collet not working properly, the representative stated the cause was unknown.